Event description:
According to the reporter: during the procedure it was noted that the one pedi port was leaking when the instrument was removed. Part of the pedi port was found in the pt's abdominal cavity, and the piece was removed from the pt.

Manufacturer narrative:
(B)(4).